Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the patient underwent a distal tibia fixation procedure on an unknown date. During the procedure, the tip of the screw from the handle fractured. The implant fast guide was removed and another plate handle was used to complete the procedure. It is unknown if any pieces fell in to the patient; however, no pieces were retained.